Event description:
According to the reporter, pre-operatively, the screen did not work and the clip would not load into the jaws. A new clip applier was used to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was received partially applied. The clip counter was not active. One scissored clip was received in a container. Functional testing found that the instrument was applied to test media and eleven clips were fired. The remaining clip loaded into the jaws, formed properly, and remained securely attached to test media. The jaws opened and closed without difficulty. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. The instrument handle was disassembled for visualization of internal components, revealing a proper handle assembly. The counter arm was properly seated within handle. A representative battery was assembled onto the subject counter and the counter was manually indexed without issues multiple times. It was reported that the clips were not loading properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the distal end of the device is subjected to excessive manipulation during app lication of the instrument. It was also reported that the digital reader was not working properly. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. Also, avoid excessive twisting of the jaws or tissue manipulation when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.